Manufacturer narrative:
The device was not returned. And the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced unstable heart rhythm and electrolyte imbalance after not performing pd therapy for three to four days. The patient presented to the emergency room and reported they were having problems with the pd catheter not draining and filling. No flow to the pd catheter was noted. The minicap transfer set was changed, and immediately was able to drain and fill. The patient was transferred to the intensive care unit, underwent cardioversion and received unspecified medication for the events. At the time of this report, the patient remains hospitalized and the patient outcome was not reported. No additional information is available.